Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to reasonably suggest a type ii endoleak (anatomy related) with additional endovascular procedure (coiling) occurred. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal aortic extension on (B)(6) 2018. Approximately six (6) years post initial procedure, a follow up computed tomography (CT) and angiogram revealed there was a type ia endoleak coming off the left side posterior of the stent graft. Injections with a pigtail catheter within the stent graft was performed, and there were no endoleaks detected through the graft material. Because of the patients clinical presentation a palmaz (non-endologix) stent was implanted. After post dilation, subsequent imaging showed the type ia endoleak was greatly reduced. The physician was satisfied that the patient could go forward with a transcatheter aortic valve replacement (tavr).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. The delivery system will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.